Event description:
MFR received a report of a power wheelchair user driving down some stairs and sustaining cuts requiring stitches. Subsequent evaluation did not reveal a device malfunction which would have caused this type of incident.